Event description:
It was reported that a arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device after a right superficial femoral artery percutaneous transluminal angioplasty and stent procedure. Reportedly, the suture passed through; it failed to catch. A non- abbott device was used to achieve hemostasis. The patient went back to the operating room due to an occluded left external iliac artery. The physician stated the occlusion was the result of the failed proglide device. A percutaneous transluminal angioplasty and stenting procedure was performed to treat the occlusion. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device is not returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience appears to be related to the patient anatomical condition (calcification likely contributed). The investigation was unable to determine a conclusive cause for the reported patient effect; however, the additional treatment appears to be related to operational context of the procedure.

Event description:
It was reported the treated occlusion was in the left external iliac artery and the left common femoral artery.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.